Event description:
Ous MDR - an increased rv pacing threshold was transmitted by home monitoring. On (B)(6) 2015, it was confirmed during a follow-up. During the revision on (B)(6) 2015, it could be seen in the x-ray even before cutting into the skin that the screw of the rv lead was not completely extended. The physician repositioned the lead, but the screw of the lead did not extend completely during fixation of the lead. After that, a new lead was implanted.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. During the visual inspection, it was found that the fixation was completely extended in the returned state. No anomalies could be found during the performed screw-in tests; the fixation could be retracted and extended evenly. The numbers of turns were within specifications, and the fixation was without anomalies. The repeated tests of the fixation mechanism, in straight and bent position of the lead body, did not show any irregularities. In summary, there were no indications of material defects or manufacturing errors.